Manufacturer narrative:
(B)(4). Batch # r59a54. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please clarify, the portion of the event with regard to "the staples had not fired properly anteriorly". Were staples missing from the staple line (incomplete staple line)? What was the shape of the staples (b-formation, irregular, legs straight)?

Event description:
It was reported that during an unknown procedure, crunch of gun was not as positive as usual but it did cut. On removal there was no distal doughnut or white plastic retaining ring in the gun when the anvil was fully opened. The doughnut was in the lumen at the anastomosis (it was incomplete) but there was no plastic ring to be seen. Not on scrub trolley, floor etc. The staples had not fired properly anteriorly with a leak evident that has been sutured. I don¿t think the plastic ring could have been with the gun all along. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? No.

Manufacturer narrative:
(B)(4). Batch # r59a54. The ecs29a device was received with no apparent damage, with no staples present and with the washer placed incorrectly. Upon removal of the washer for device testing it was noted that the washer was indented, uncut and with damage noted as if it was pressed over a hard object, it is possible that the washer was removed and then placed back incorrectly before sending the device over to the analysis site. The indentations noted on the washer are consistent with the knife pressing against a properly placed washer, the knife was noted to have nicks, this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify, the portion of the event with regard to "the staples had not fired properly anteriorly". Were staples missing from the staple line (incomplete staple line)? What was the shape of the staples (b-formation, irregular, legs straight)? Response: the staples were present but did not seem to be formed properly.